Event description:
A malfunction alarm occurred on the pump. There was no adverse impact on the customer's blood glucose level. The customer experienced at least three occurrences of the same malfunction on the pump. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.